Event description:
The catheter broke off inside the baby, while attempting to discontinue using the uv catheter. The catheter fractured at the umbilicus. Part of the catheter embolised, and the dr had to perform surgery to snake the fragment. The pt is 5 days old.